Event description:
It was reported that on (B)(6) 2023 a computed tomography angiogram of the patient showed a thrombus in the left ventricle and the patient was admitted with shortness of breath. It was also noted that the patient was on palliative milrinone. The patient reported having low flow alarms for a few days and log files were submitted for review. The log files captured low flow estimates and sustained low flow hazard alarm events between 11:06pm on 17dec2023 to 12:34am on 18dec2023. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults seen in the log file.

Manufacturer narrative:
Section a4: information was not provided. Pending follow up with the customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was off of their anticoagulation medications coumadin (warfarin) and acetylsalicylic acid for a recurrent intercranial bleeding. Additionally, on (B)(6) 2023 the heartmate pump speed was decreased due to worsening right heart failure and the patient was started on a milrinone drip. It was reported that the patient was admitted to the hospital in december due to shortness of breath following a viral illness. An echocardiogram was performed and no thrombus was visualized. A computed tomography (CT) angiogram was performed to rule out pulmonary embolism which showed thrombus in the left ventricle. The low flow alarms were not thought to be due to the thrombus but rather due to the patient's worsening right heart failure as well as being hypertensive and volume overloaded. The thrombus and low flow alarms were resolved by palliative milrinone and the patient was to be continued on palliative care in an outpatient setting.

Manufacturer narrative:
MFR # 2916596-2024-00945 captured recurrent bleeding. MFR # 2916596-2024-00917 captured worsening right heart failure in september. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow hazard alarms which the account attributed to hypertension, volume overload, and worsening right heart failure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including peripheral thromboembolism, hypertension, and right heart failure. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). Additionally, this section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, contains a sub-section entitled ¿implant procedures¿, which warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. This section also lists thromboembolism as a potential late post-implant complication. Additionally, this section outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.